Event description:
It was reported that the device had error code 120.4630. System error.. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Supply the internal inspection was observed corrosion on the power supply board. No evidence of fluid ingress was observed. The power supply board was temporarily replaced with a known-good power supply board for testing purposes only. The suspect device was powered on and off. In each instance, the operating system was loaded without any errors or malfunctions. A basic infusion was performed using a known-good dchu pump module. The infusion was programmed for a duration of 12 hours. The infusion was completed successfully without any errors or malfunctions. The review of the error log identified an error code 120.4630 (power supply processor charger fet error) and error code 121.2060.2 (communication heartbeat failure) were recorded on (B)(6) 2025 at 7:30 am. A review of the pcu event logs, the last power on was recorded on (B)(6) 2025, at 7:30 am. The facility did not provide infusion details. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.